Event description:
During the implantation of the device involved in this report, an unusual long delay between test shock and detection was observed.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. The analysis is pending.